Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a22 captures the reportable event of bands falling off varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an unknown procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, when the physician placed a band on the varices, a small amount of blood was oozing. The physician attempted to band over the top of the existing band, and both dislodged, causing the patient to spurt blood. The patient was intubated, and a hemo agent was used. The procedure was completed with a non bsc device. The patient was hospitalized for overnight monitoring. No further information has been obtained despite good faith efforts.